Event description:
A pinnacle pelvic floor repair kit was used during an anterior floor repair procedure in 2008. According to the complainant, during the procedure, the clinicians had completed the dissection and were at the point of passing the first sacrospinous arm, when the suture broke between the bullet and the sheath. No parts fell in the pt. It was the first arm; first throw when the sacrospinous arm broke. When the device was removed, it was noticed that the arm assembly on the tip of the suture had coiled. The broken part of the suture looked like it had a straight cut. The clinicians reported that this was not done under excessive tension. The clinicians then obtained another device and completed this pt procedure. No pt complications were reported as a result of this event. The pt's condition was reported as "fine."

Manufacturer narrative:
The device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we are not able to determine the relationship between this device, and the cause for this event.